Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 17790843/17736343.

Event description:
It was reported that patients implantable pulse generator will no longer hod a charge. It was noted that patients spinal cord stimulator lead had multiple contacts out. The patient underwent an ipg and spinal cord stimulator lead replacement procedure. The patient was doing well post operatively and the explanted device will not be return due to facility policy.